Event description:
It was reported that an ilet pump did not charge while on a charging pad, displaying the ¿charge ilet¿ screen despite six hours on the charger, though the charger functioned with another device and the pump¿s green light was solid; charging succeeded after the user removed a tight-fitting case. Symptoms included no adverse clinical effects. Outcomes included user inconvenience due to inability to charge until the case was removed without medical intervention. Customer care provided remote troubleshooting, and an at-home re-test without the case. Investigation of this case revealed that the device and charger operated as intended and that mechanical interference from an ill-fitting or obstructive case prevented effective charging. It was concluded, based on previously established findings for similar reports, that the cause was user-related misuse associated with an incompatible or improperly fitted accessory case obstructing charging.